Manufacturer narrative:
(B)(4).

Event description:
It was reported after an atrial lead replacement procedure, far p-wave oversensing was observed. It could not be reproduced when the device was interrogated. A programming change was recommended to avoid inhibition of pacing. No further information is available.